Event description:
It was reported that ventricular and atrial impedances were high and have been steadily increasing. Atrial lead impedances of 2000-4000 ohms were reported. Ventricular lead impedances were 2000-4000 ohms and increased to 9617 ohms in unipolar. Save-to-disk information was evaluated, with a lead fracture or device impedance measurement issue suspected, however, no oversensing was noted, thresholds were stable, sensing was appropriate, yet impedance was high. It was also noted that the patient has twiddler's syndrome. The issue could not be confirmed to be a specific lead or device problem, and the physician chose to monitor the situation until actual function was affected. No patient complications have been reported as a result of this event. Information was later received reporting the ventricular lead had undefined impedance of greater than 9999 ohms, and a lead fracture was suspected. The lead was being used in unipolar.

Event description:
It was reported that ventricular and atrial impedances were high and have been steadily increasing. Atrial lead impedances of 2000-4000 ohms were reported. Ventricular lead impedances were 2000-4000 ohms and increased to 9617 ohms in unipolar. Save-to-disk information was evaluated, with a lead fracture or device impedance measurement issue suspected, however, no oversensing was noted, thresholds were stable, sensing was appropriate, yet impedance was high. It was also noted that the patient has twiddler's syndrome. The issue could not be confirmed to be a specific lead or device problem, and the physician chose to monitor the situation until actual function was affected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The atrial lead had high thresholds. It was further noted that the patient was twiddling the device in the pocket, so there was no slack left in the leads. The device and leads were explanted and replaced. No patient complications were reported as a result of this event. Evaluation summary: (B)(4): analysis found the device had normal battery depletion. (B)(4): no anomalies were found. The proximal segment was returned and analyzed. (B)(4): analysis found the lead had outer insulation breached esc (environmental stress cracking). The outer insulation also had a cosmetic depression and cosmetic esc, and all conductors had blood/body fluid present (not obstructed). The proximal segment of the lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device conclusion code. The change is reflected in this report. The atrial lead had high thresholds. It was further noted that the patient was twiddling the device in the pocket, so there was no slack left in the leads. The device and leads were explanted and replaced. No patient complications were reported as a result of this event. Evaluation summary: (B)(4) analysis found the device had normal battery depletion. (B)(4) no anomalies were found. The proximal segment was returned and analyzed. (B)(4) analysis found the lead had outer insulation breached esc (environmental stress cracking). The outer insulation also had a cosmetic depression and cosmetic esc, and all conductors had blood/body fluid present (not obstructed). The proximal segment of the lead was returned and analyzed.